Manufacturer narrative:
The manufacturing and sterilization records were reviewed and no issues related to the nature of the complaint were found. The device was not available for return.

Event description:
It was reported to nevro that the battery incision site developed wound dehiscence. As a result of the wound opening, the site developed an infection. The physician confirmed the infection was not related to the device. The patient was given antibiotics and the device was removed. It was noted that the patient was receiving effective pain relief prior to the device removal and will be re-implanted in the future. There have been no reports of further complications regarding this event.